Event description:
A healthcare professional reported "pain", "swelling", and "fluid was aspirated and tested resulting in the diagnosis of bia-alcl (cd30+ / alk-)". The device has been explanted with a complete capsulectomy. This record is regarding the right side.

Manufacturer narrative:
Catalog# for left and right side devices is: trm-210 and 510fx-310. Side not specified. The events of "lymphoma-alcl and seroma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl and seroma.